Manufacturer narrative:
E1: (B)(6) e1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a noised screen during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "the screen becomes noised" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: occasional image flickers. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported malfunction is not detected and for the additional malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.